Manufacturer narrative:
Correction: upon further review, in reviewing the initial MDR, it was noticed that the following information was addressed inappropriately in b5. The initial report stated the lens tore as there was cartridge or an injector error, however, the initial report only stated the iol torn and there was a cartridge or an injector error. Therefore, this supplemental filing is to correct the comment initially entered. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) in the right eye was fully inserted and removed during the same procedure. The lens tore as there was cartridge or an injector error. The devices have been discarded. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. The outcome did not significantly interfere with activities of daily life. The patient has recovered. No additional information was provided to johnson & johnson surgical vision.